Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). A visual analysis of the device found that the pigtails were blackened and evidence of calcification was noted on its surface. A surface analysis of the device was performed and found no evidence of material degradation. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. Therefore, most probable cause is considered operational context.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the urinary tract during a stent replacement procedure performed (exact date unknown). Reportedly, the patient's bladder was exenterated, thus, the stent was implanted through a cutaneous route with its proximal end cut and attached to a urine bag. According to the complainant, on (B)(6) 2015, two weeks after the stent was placed, the patient had "slight fever". The stent was removed on the same day and was noted to occluded. The procedure was completed with another percuflex¿ plus ureteral stent. It not known if there were treatment given for the "slight fever", however it was reported that by replacing the stent, the fever subsided and patient's temperature went back to normal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Investigation results revealed the stent was calcified , therefore this event has been deemed an MDR reportable event.